Event description:
Voluntary medwatch received states that the lead was explanted due to infection. There were no patient consequences. No additional information was reported.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5152483.